Event description:
Sorin group (B)(4) received a report of poor oxygenation from the d901 lilliput oxygenator during a procedure. The clinician increased the oxygen level and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the d901 oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Received a report of poor oxygenation from the d901 lilliput oxygenator during a procedure. The clinician the oxygen level and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.